Manufacturer narrative:
(B)(4), date sent: 10/22/2021 h6: component code =g04 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec45a device was returned with the closing trigger and anvil in the closed position and the knife partially advance. Also, the anvil bent upwards, and with a gst45t reload was loaded on the device. The reload was received partially fired 3/4 with the reload deck damaged. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due to the condition. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. The event reported was confirmed and it is related to improper use of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond the indicated thickness of tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected finished good quality assurance. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Yes, for the first time, then the second time didn't work due to thick tissue. Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc.? Yes, for the first time, then the second time didn't work due to thick tissue. Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Yes. Cut the surrounding tissue to remove device. It was unknown regarding situation of jaws. Is the current patient status known? Patient was observed in ICU after operation. Patient was observed in ICU after operation because of patient's own condition. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Patient was still observed in ICU after operation. Patient was observed in ICU after operation because of patient's own condition. Additional event information: doctor performed pneumonectomy for patient suffering in ntm. When cut the main stem bronchus, staple was stuck and blade can't remove from patient. Then, cut the surrounding tissue to remove device. The tissue where was cut to remove device was bleeding. Patient was still observed in ICU after operation.

Event description:
It was that during an unknown procedure, the stapler stuck in op. No patient consequence reported. No other details provided.